Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there the cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for a partial electrical reset. The crt-d was re-interrogated and it was determined that all parameter values remain unchanged. The crt-d remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.